Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Further investigation revealed electrode ring 2 shifted distally causing a fracture in conductor wire 2 at the weld joint, consistent with the open circuit detected. Based on the investigation performed, the cause of the event was determined to be manufacturing related.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.